Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed image color tone abnormality could not be determined, however, the issue was likely the result of a damaged image sensor unit due to repetitive use stress, external factors, user handling and or electronic component failure. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". Inspection of endoscopic images ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection¿. ¿2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each¿. ¿3. Adjust the amount of light to obtain a suitable brightness¿. ¿4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness¿. ¿5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. During the evaluation, the reportable malfunction, abnormal color tone was due to damage on the video plug and charge coupled device. There was breakage of the electronic board in the connectors. The endoscope connector was also damaged on the charge coupled device unit. The following additional findings were also noted: pinhole on the bending section cover, crack on the light guide connector, damage on switch button one, image sensor pixel error, longer than normal angle wire, assorted scratches, sticky protector of universal cord on the control section, chipped adhesive on the bending section cover, crack on the video connector case, and peeled label on the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus, the atmospheric pressure does not rise with use of hd endoeye laparo-thoraco videoscope. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign matter was found on the folding stopper on the universal cord and the color tone of the image was abnormal, magenta, or green. This report is being submitted for the reportable malfunctions found during the device evaluation.